Manufacturer narrative:
An investigation was not performed on the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances, discrepancies, or deviations generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. The reported event was not confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens was not inserted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to inserting an intraocular lens, model za9003, into the eye using a emeraldc30 cartridge, the surgeon noticed that the haptic was bent. Only the cartridge touched the eye but not the lens. Additionally, it was reported that a vitrectomy was performed along with sutures, but was not due to the lens. No additional information was provided.